Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion leading to intervention, leg pain/claudication, ischemia are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On 26-may-21, the patient was implanted with one 6.0 x 60 mm biomimics 3d (bm3d) stent, which was used to treat a restenotic lesion of the superficial femoral artery (sfa) distal third to proximal popliteal in the left leg. A retrograde approach was used and the lesion was prepared using predilation with drug coated/eluting balloon pre-stent placement and atherectomy. The treated segment was post-dilated with percutaneous transluminal angioplasty (pta). On 03-may-22, an occlusion was identified by the site. It was reported as definitely related to the device and not related to the procedure. It was target lesion related. At the patient's 12-month duplex ultrasound (dus) on 03-may-22, it showed moderate in-stent stenosis of proximal left sfa and severe in-stent stenosis of distal left sfa. The patient routinely experienced discoloration, swelling, itching and discomfort that can also be related to her venous issues and had a history of deep vein thrombosis (dvt) in this leg. The patient's claudication increased from rutherford 1 to 3 between 03-may-22 and 08-may-23. Of note, the patient was diagnosed with acute myeloid leukemia in december 2023 and began treatment, which resulted in severe thrombocytopenia. Due to this, dual antiplatelet therapy (dapt) was paused at the beginning in february 2023. Dus on 20-jun-23 found that the left mid sfa and distal sfa were occluded. The percutaneous intervention was delayed many times due to inability to restart dapt. The intervention was performed on 04-jun-24. At that time the entire sfa was found to be occluded. Laser atherectomy, thrombectomy and drug coated/eluting balloon (dcb/deb) were performed throughout sfa proximal third to sfa distal third leaving no residual stenosis. It was reported as a target lesion/vessel revascularisation (tlr/tvr). At the time of the patient's study exit on 20-jun-24, dapt still has not been resumed. The outcome was reported as resolved/recovered. The device remains implanted. The date of awareness of this event was the 24-aug-23, but additional details received by veryan on 20-jun-24 made this event reportable.